Event description:
It was reported that the standalone 3 piece monofocal intraocular lens (iol) was explanted. No additional information was received.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: unknown, as information was requested but not provided. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received from the customer. Through follow-up, we learned that the lens was not damaged. However, due to a rhexis tear, the three-piece iol could not be implanted. During the surgery, the surgeon opted for a single-piece iol, the sn is: (B)(6). The lens was removed and replaced with a new one during the same procedure on june 24. No additional information was received. The following field has been updated accordingly: new code: 2639 - capsular bag tear, new code: 4631 - more complex surgery. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.